Event description:
The user received a questionable sodium result for one patient sample when compared to a result from the same patient one week later. The difference in the results was not possible from a clinical point of view. The initial sodium result while the patient was in the hospital was 123 mmol/l. The patient's doctor did not trust the result and the patient was retested. The new sodium result one week after the initial result was 144 mmol/l. No adverse events were alleged regarding the discrepancy. The lot number of the sodium electrode was not provided.

Event description:
It was initially reported to boston scientific corporation that atrapezoid rx lithotripter compatible basket was to be used during a procedure. According to the complainant, during preparation for the procedure, the device failed to fully open while testing it outside the patient. No device damage was noted or reported. The procedure was completed with another trapezoid rx lithotripter compatible basket device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be okay. This event has been deemed a reportable event based on the investigation results; side-car push-back.

Manufacturer narrative:
This event occurred in the (B)(6).

Manufacturer narrative:
A specific root cause could not be determined based on the provided data. No adverse events were reported.